Event description:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). In a follow-up with the facility, the reporter stated that he had no other information available at this time and could not confirm the date of the event. The actual device has been received for eval and is currently under investigation. A follow-up report will be provided after the inspection results are available.